Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller mentioned that for probably a year they have noticed that their stimulation has been turning off randomly. Caller stated that they sent manufacturer representative a text message about this on (B)(6) 2022 and was told it can't turn off randomly. Caller stated that usually if they cough or laugh they feel a little current down their legs, so if they do that and don't feel the current they know it turned off. Caller stated the implant will still be plenty charged when they check the controller. Caller stated no one else touches their controller, and they keep it in the case when not in use. Agent reviewed reasons for stimulation turning off. Caller stated they can't remember the last time it happened to them. Agent recommended caller keep a diary of times they notice the stimulation turning off so the implant can be interrogated with their healthcare provider. Agent also reviewed to ensure stimulation is turned on after charging the implant from empty. Information was received from a patient regarding an implantable neurostimulator. Caller mentioned that they had a fall last winter and texted mdt rep ed about MRI compatibility on (B)(6) 2022. Caller stated they had a compression fracture at l3/4. Caller noted they had another fall a couple weeks ago and the nurse at the pain clinic told them the implant would have to take a pretty big impact to be damaged. Caller stated they fell onto their knee because they didn't want to fall onto their back where the implant was. Caller noted sometimes they wish they could turn their stimulation up or have it adjusted because sometimes when they bend over they feel a current down their legs and didn't know if that was normal. The patient was redirected to their healthcare provider to further address the issue.